Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the flow sensor generated an intermittent "backflow" error message. An audible alarm/tone was also heard. The user noticed the connection was loose. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.